Event description:
Follow up revealed that due to the patient being incarcerated, their current therapy and pain status is unknown.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced pain at their lead site. As a result, the patient underwent surgical intervention to have their lead revised. During the revision the patient's s1 lead was explanted. It was noted that the lead appeared to be fractured with blood inside the lead. The physician replaced the lead, however the patient reported still feeling pain at the lead site during intra-op testing. The physician elected to explant that lead and implant a new one, but the issue still persisted. The physician left the lead implanted. The patient will follow up with their physician in a week.